Event description:
It was reported that a cuff miss occurred during attempted suture placement in the very tortuous right common femoral artery using the preclose technique prior to an endoprosthesis of the very tortuous right external iliac artery interventional procedure. The arteriotomy was 6f. After the interventional procedure, there was slight bleeding. A second proglide was inserted in the artery and rotated 15 degrees counterclockwise. During plunger removal no suture was seen, probably due to a cuff miss. A third proglide was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and the complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The proglide device was used in a mildly calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number. Reported device (B)(4): device used in a 12f access site. Per the instructions for use, the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths.